Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The top case was cracked at the front left corner. An occlusion test and was performed and the reported problem was not duplicated; loose lead screw nut caused the intermittent issue. The root cause was deemed to be manufacturing's incorrect assembly of the device. Actions were taken to mitigate the reported issues: replaced and tightened leadscrew nut with proper spacing. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.